Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. D10; d11 (additional information): 8015 - serial number (B)(6); td (B)(6) 2020 12:00 received on 02nov2020. Additional patient information: admission diagnosis; l3 compression fracture; ethnicity; korean.

Event description:
It was reported from the neuro intermediate care (imc) that the device experienced a free flow event in the default position and during 50% of the duty cycle due to "middle gate" not extending far enough during a primary infusion of normal saline 1000ml programmed to infuse at a rate of 84ml/hour. The patient experienced an infiltration at the time of the event and the nurse administered a warm compress and removed the intravenous (IV) site.

Event description:
It was reported from the neuro intermediate care (imc) that the device experienced a free flow event in the default position and during 50% of the duty cycle due to "middle gate" not extending far enough during a primary infusion of normal saline 1000ml programmed to infuse at a rate of 84ml/hour. The patient experienced an infiltration at the time of the event and the nurse administered a warm compress and removed the intravenous (IV) site.

Manufacturer narrative:
Investigation conclusion: the customer¿s report that the device experienced a free flow event was confirmed and replicated during this investigation. Initial inspection and testing observed a stuck lower occluder finger on the pump module device. It was identified there was a broken off membrane frame bracket mounting tab as a loose internal part within the pump module device. The review of the only available lvp device logs confirms the reported event rate of 84 ml/h only being programmed on 28sep2020 at the time of 9:28:20 am, which is different from the reported event date as well as on a different pcu device (B)(6) than what was reported. The programming details show an infusion for an unknown medication at a vtbi of 950 ml for an expected length of approximately 11 hours. The duration of this infusion, from its initial programming of the reported and noted values, lasted approximately three hours and 15 minutes until when the pump module was manually ended before the expected volume to be infused was delivered. The total volume infused for this specific infusion was unable to be determined. The inspection and testing process performed on the pump module found a broken off membrane frame bracket mounting tab. Also, the right (male) iui was observed with corrosion and dry fluid residue; and the left (female) iui was observed with corrosion. No other damage or issue was observed device inspection: the inspection process performed on pump module (B)(6) shows the right (male) iui was observed with corrosion and dry fluid residue; and the left (female) iui was observed with corrosion. The device was also found to have a sticking lower occluder finger and the membrane frame having a broken tab. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the customer¿s report that the device experienced a free flow event was identified as due to a stuck lower occluder finger on the pump module device. The probable cause of the stuck lower occluder finger was identified as due to a broken off membrane frame bracket mounting tab that caused the occluder finger to bind; preventing it from regulating flow properly. Device history review: a review of the device history record showed the device had a manufacture date of 27jan2014. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported from the neuro intermediate care (imc) that the device experienced a free flow event in the default position and during 50% of the duty cycle due to "middle gate" not extending far enough. The patient experienced an infiltration at the time of the event.